Event description:
Iabp intra-aortic balloon pump alarmed leak in system, and bright red blood was in tubing system. The house doctor dc discontinued unit. Clinical eng. Engineering was notified and the unit was evaluated. All tubing was replaced by clinical eng. The device was sent back to unit.